Event description:
Nursing staff noticed that spacelabs monitor screen went black and stated bmi02 offline on monitor at nursing desk. Patient was placed on transport monitor so we could continue to properly monitor patient's vital signs and heart rhythm. Rn attempted to turn monitor back on, and also change outlets where the monitor was plugged in. This was unsuccessful. Biomed notified. Biomed determined that the power supply pin broke off in xprezzon cpu port. Removed broken pin and replaced power supply. Monitor working appropriately.